Manufacturer narrative:
Reported event was able to be confirmed based on the surgical operative notes. Device history record was reviewed and no discrepancies/anomalies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: 00877503203 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 2619632, 00620005622 shell porous with cluster holes 56 mm o.d. 60203358, 00632005632 liner 20 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell 61730049. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an anterior groin exploration with excision of pseudo tumor right posas muscle and decompression of femoral nerve of the right hip. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an excision of pseudo tumor (altr) right psoas muscle related to previsiouly noted corrosion of morse taper junction and pain due to compression of femoral nerve.